Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the meter is designed to display readings of 1.1 mmol/l to 27.8 mmol/l. This meter does not show a numeric value less than 1.1 mmol/l. A blood glucose reading below 1.1 mmol/l will read as a "lo" on the adc meter. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "lo" "lo", 8.0 mmol/l and 8.1 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. Some of the reported readings were found in the meter's memory.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "lo" "lo", 8.0 mmol/l and 8.1 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (4500169137) were tested with control solution and whole blood. All results were within the range specification and no errors were observed. Product was found to be performing within specification.

Manufacturer narrative:
The reported test strips were not returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported meter has been previously returned and investigated. Therefore, no further investigation activities were performed for the freestyle precision neo meter. A DHR(device history review) for the precision strips was reviewed and the DHR showed the precision strips passed all tests prior to release. Retain testing was performed for the precision strips and all units performed within specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If product is returned, an investigated will be conducted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "lo" "lo", 8.0 mmol/l and 8.1 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.